Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to uninstall the g5 application, close open applications, re-install the g5 application, login, and re-pair the transmitter, which was unsuccessful no additional patient or event information is available.